Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 4.00 x 24mm synergy¿ drug-eluting stent, the stent dislodged when removing the protector. There was no resistance encountered and stent was found in the guide wire lumen protection wire of the protector side. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.